Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient receives a 2000ml daytime time exchange of antibiotics for peritonitis every four days. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient called the pd clinic on (B)(6) 2025 to report nausea, vomiting, and diarrhea for one week. The patient was instructed to come into the pd clinic. The patient was seen in the pd clinic on that same date. The patient further reported symptoms of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime and vancomycin (dose, frequency, and duration not provided). The patient¿s white cell count was 1,742. The culture was positive for kocuria rhizophila. The patient did not require hospitalization for the event. The cause of the peritonitis was not determined. The patient continued to complete pd therapy during recovery.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the peritonitis event and use of the liberty select cycler and the liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although a cause of the peritonitis was not determined, the patient¿s culture results of kocuria rhizophila suggests a breach in aseptic technique as this organism is found as part of the normal skin and oral flora of humans. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient receives a 2000ml daytime time exchange of antibiotics for peritonitis every four days. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient called the pd clinic on (B)(6) 2025 to report nausea, vomiting, and diarrhea for one week. The patient was instructed to come into the pd clinic. The patient was seen in the pd clinic on that same date. The patient further reported symptoms of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime and vancomycin (dose, frequency, and duration not provided). The patient¿s white cell count was 1,742. The culture was positive for kocuria rhizophila. The patient did not require hospitalization for the event. The cause of the peritonitis was not determined. The patient continued to complete pd therapy during recovery.